Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not allow the fiber cable to be plugged into the port. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the cbl assy,fo sensor extension to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.